Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 1076859. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: the patient was treated with intravenous fluids. Routine operation connected the indwelling needle for infusion. After pressurization, the joint burst, resulting in fluid leakage. Immediately stopped using the indwelling needle in question and replaced the product with another batch to re-treat the patient.